Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Twenty one days prior to the receipt of this report, treatment with dianeal therapies was discontinued. On an unreported date, the patient was switched to hemodialysis due to peritonitis not resolving with the antibiotic treatment. No further detail was provided regarding whether the patient was hospitalized for the event or regarding the outcome. No additional information is available.